Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product showed that the lens was torn in three pieces, there were several tears on the optic edge. Complaints of this nature are being investigated under (B)(4).

Event description:
The surgeon implanted a aq2003v silicone lens. The lens tore upon insertion into the eye. The lens was removed. No patient injury.